Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, probe fixing screw adhesion peeling was noted. There was a gap in the part or dirt entered the inside of the lens through the gap. In addition, angle knob play, angle ud sidelock return angle, air/water paint peeling, and c hogtail dirt were observed. Furthermore, scratches, crack, cuts were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that cover body adhesive correction peeling occurred with the evis lucera ultrasound gastrovideoscope. During a standard service inspection of the customer returned device, probe fixing screw adhesion peeling was noted. In addition, there was a gap in the part or dirt entered the inside of the lens through the gap. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 15-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "wear endoscope tip, soft part, curved part, manipulation part, universal code, and scope connectors without hitting or dropping. Also, do not bend, pull or twist with strong force. The device may be broken, causing injury to the body cavity, resulting in burns, bleeding, perforation, or dislodgement of parts." Olympus will continue to monitor field performance for this device.